Event description:
Customer reported getting erratic readings from their freestyle flash meter. Comparison tests were performed with the freestyle meter. The results were 366 mg/dl and 243 mg/dl. The results differ by more than 20% and therefore, meet the manufactuer's definition of a malfunction.